Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product used in patient, not available for return.

Event description:
It was reported that during a functional endoscopic sinus(fess) and polypectomy surgery, the patient experienced suspected laryngospasm requiring continuous positive airway pressure(CPAP). It was further reported that the patient expectorated both large pieces of nasopore product via the mouth. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for product dislocation/migration, was not confirmed as the product was not returned for evaluation. Without the product, the root cause cannot be determined. Attempts to get more information in relation to the reported event were unsuccessful. Product used and discarded by customer.

Event description:
It was reported that during a functional endoscopic sinus(fess) and polypectomy surgery, the patient experienced suspected laryngospasm requiring continuous positive airway pressure(CPAP). It was further reported that the patient expectorated both large pieces of nasopore product via the mouth. It was also reported that the procedure was completed successfully.